Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that he didn¿t feel like he had any symptom control since he got the ins. The patient reported that he didn¿t know how to make ¿this thing work.¿ it was noted that the patient was implanted on (B)(6) 2017. The patient reported that he wanted to turn the therapy on. The patient reported that after syncing with the ins, stimulation was on program 1 at 1.0v. The patient was walked through increasing stimulation to 1.3v where he reported feeling stimulation in the bike seat area.